Manufacturer narrative:
(B)(4).

Event description:
The patient experienced infections at the implant site. Treatment with oral and topical antibiotics were unsuccessful. Subsequently, the abutment was removed under general anaesthesia on (B)(6) 2017. The implanted device remains.